Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. This resulted in low blood glucose values of 48 mg/dl and one day later in elevated blood glucose levels of 250 mg/dl.

Manufacturer narrative:
Correction: in d4 the catalog no and unique identifier information was updated based on the returned product.